Manufacturer narrative:
Sample was collected via venipuncture on 5ml bd vacutainer. Qc run before and after the event recovered within range. The instrument is currently performing within qc specifications. A field service engineer (fse) went on-site, performed troubleshooting and replaced some hardware. A clear root cause for this event could not be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting that the coulter hmx autoloader instrument intermittently generated erroneous high basophil (ba%) on patient samples when compared to manual smear and sample rerun. No erroneous results were reported outside of the laboratory. There was no death, injury or affect to patient treatment with regard to this event.